Event description:
The reporter stated that expired product was implanted during surgical procedures on two occasions. One of the products expired in 2004 and one in 2006. There were no known adverse events for the patients.

Manufacturer narrative:
Integra called the user facility. The reporting nurse requested product stability information from integra as part of a corrective action initiated by the user facility. No lot number was provided; a review of the device history record could not be made. According to the association of perioperative registered nurses (aorn), recommended practices for maintaining a sterile field, effective 1/1/2006, recommendation iii, "items used within the sterile field should be sterile." Paragraph 1. "If an expiration date is provided, the date should be checked before the package is opened and the contents are delivered to the sterile field. Outdated items should not be used." Integra consider this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.